Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation by the left ventricular (lv) lead. High capture was also noted. The lead was reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.